Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application was not giving the audio alert for high notification on (B)(6) 2016. No injury or medical intervention was reported.